Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation to treat cystocele and rectocele. It was reported that due to infection and pain the patient underwent mesh revision/removal on (B)(6) 2012. It was further reported that under unusual findings or events there was an incidental bladder injury. No further information noted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent tah with bso, burch urethropexy, paravaginal repair, sacrocolpopexy, halban enterocele repair, pain pump placement on (B)(6) 2012, due to uterovaginal prolapse, lateral cystocele, sui, enterocele, previous vaginal mesh procedure. It was reported that patient underwent a&p colporrhaphy, unk tot sling placement, removal of previous mesh, a&p graft augmented repair with intezene graft on (B)(6) 2012, due to cystocele, rectocele, mesh exposure, sui. It was reported that patient underwent robotic repair of a right lower quadrant spigelian hernia on (B)(6) 2013, due to right lower quadrant spegelian hernia. No additional information was provided.